Event description:
It was reported the hp052 and hp051 were used during unknown procedures. It is not known when or how many. It was reported the devices give a solid tone. There was no consequence to the patient.